Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege physical injury, pain, disfigurement and excessive metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/21/16 medical records received. Case information form and component sticker sheet and revision component list reviewed for MDR reportability. Stem and taper sleeve being added to complaint for alleged excessive metal ion levels without lab results at this time. The complaint was updated on: feb 9, 2016.